Manufacturer narrative:
(B)(4). Concomitant medical products: comp rvrs shdr glen bsplt +ha part # 115330 lot # 629650, comp rvs hmrl ti tray 44mm part # 115340 lot # 228430, comp rvrs shldr glnsp std 36mm part # 115310 lot # 239030, arcom xl 44-36 std hmrl brng part # xl-115363 lot # 853780, versa-dial/comp ti std taper pr adaptor part # 118001 lot # 362020. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 06871, 0001825034 - 2017 - 06873, 0001825034 - 2017 - 06874 , 0001825034 - 2017 - 06875, 0001825034 - 2017 - 06876 . It is unknown if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient received a comprehensive reverse shoulder 5 1/2 years ago. It has been further reported that the patient is being considered for a revision due to unknown reasons. Attempts have been to find more information made but no more information is available at this time.

Manufacturer narrative:
(B)(4). Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.